Manufacturer narrative:
(B)(4). Results of investigation: this device was serviced by a carefusion certified 3rd party technician. The service technician replaced the membrane and overlay switch panel to correct the key issue.

Event description:
The customer reported that the assist ctrl/simv/CPAP button does not work on the ventilator. There is no report of patient involvement or harm associated with this complaint.

Manufacturer narrative:
Upon further review, it was determined that this malfunction is not reportable as it will not interrupt ventilation. The ventilator will continue to work as intended so it is unlikely to result in patient injury or harm if the malfunction were to reoccur.